Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system arrived at the site fully charged and functional on 7/14/2024. The next day, "meri" staff powered on and the system was not functional after a few minutes. The system was scheduled to be used with cadavers. The imaging acquisition system (ias) would not power on. Testing determined that charger card 8 of the enclosure was not working. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163, product ID: bi71000175r, unknown product ID: bi71000860r, ubd: unknown, UDI#: unknown work order complete: a manufacturer representative went to the site to test the imaging system. It was reported that 12 volts were missing from the power conversion enclosure. The power conversion enclosure and battery tray 5 were replaced, and the system passed all test. A0719: applicable to "system was not functional" (B)(6): applicable to "ias would not power on" (B)(6): applicable to "charger card 8 of the enclosure was not working. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product ID: bi71000176, lot number: fwk2x rev. 10 was returned to the manufacturer for analysis. In summary, the transistors shorted. Previously reported codes, b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. Kit svc o2 bi71000176 encl power convsn, kit svc o2 bi71000163 tray asy 4 battery, kit svc o2 bi71000175r encl chrgr rfb were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The kit svc o2 bi71000175r encl chrgr rfb was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.